Event description:
It was reported insufficient roll-off occurred. A soloist single needle electrode was selected; however, the system displayed an error code and there was difficulty reaching roll-off.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).